Manufacturer narrative:
The case was identified in the serious adverse events section of an interim registry report prepared by staff at (B)(6) university in prepration for journal publication in frontiers in surgery. Surgeon reported to manufacturer in a follow-up verbal interview that the device knot became unsecured due to lack of alternating throws, a lapse in technique and user error. Post-surgical inquiry indicates patient has fully recovered.

Event description:
A review of the surgeon's report indicates that after using duramesh msi-2005 / lot #cb04pyu on a surgery performed (B)(6) 2023 the patient was observed on (B)(6) 2023 to require post-surgical intervention. The patient was originally admitted for a recurrent umbilical hernia measuring 5cm. The defect was repaired using duramesh using a intermittent figure-8 closure technique with knots tied at the end of each intermittent stitch. The knots appeared to come unsecured post-surgery. Number of patients: 1.